Event description:
It was reported that the patient presented in emergency room with the heart rate in the 30s. Upon interrogation, the pulse generator exhibited inappropriate rate decrease. No additional information could be obtained.

Manufacturer narrative:
(B)(4).